Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was turned off and had not been charged for a while. It was noted that the battery was near end of life. It was unknown what actions were taken and what the status of the event was. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the battery being near end of life was due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had not utilized or charged the stimulator ¿in a long time¿ as the device did not provide sufficient relief. The patient had pain at the generator site, the cause of which was unknown, and a loss of therapeutic relief. Interventions taken included suspending the therapy and the system was explanted secondary to non-use/loss of pain relief and pain at the generator site. It was noted that the event was related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.